Event description:
(B)(6) 2021 01:00:46 *high rv (right ventricular) thresholds measured for 3 consecutive days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).